Event description:
After removing fetal monitor, noted wiring to be stretched out. Removed second electrode for scalp attachment but discovered that electrode was missing. 3rd electrode attached after birth, electrode removed with portion of wire noted to have broken off in scalp.